Event description:
It was reported that the patient, implanted with lead, received inappropriate high voltage therapy shocks due to the sensing of noise. The implantable cardioverter defibrillator (ICD), which was connected to this lead, measured high pacing lead impedance values (>3000 ohm). Oversensing was observed and the sensing integrity counter of the ICD registered a high number of short v-v intervals. The lead was replaced as lead fracture was suspected. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.